Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage at the back of the pump found on (B)(6) 2021. Pump received with blank display after battery installation. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case , cracked lcd screen glass, and broken belt clip rails. Cosmetic damage was confirmed where broken belt clip rails was noted. Blank display confirmed due to cracked glass at the lcd screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had broken backside. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.